Event description:
During routine testing, the user found that the defibrillator would not charge. There was no pt involved. Tests disclosed that there was a shorted primary winding in transformer t2 assembly. The cause of the short could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.